Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the device was returned for evaluation. A visual inspection was performed and no anomalies were noted to the device. An in house presto inflation device was used to inflate the device and a longitudinal rupture was noted to the balloon. Therefore, the investigation is confirmed for the balloon rupture, as a longitudinal rupture was noted to the balloon. A definitive root cause for the longitudinal rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: (expiry date: 06/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure through the right upper arm, the drug coated device allegedly ruptured at 12 atm. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a procedure through the right upper arm, the device allegedly ruptured at 12 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 06/2023.